Event description:
It was reported that when using the bd pyxis¿ es server, one patient would not appear. The user reported that the patient showed as processed at the station but would not display in server the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that patient did not appear on server. A technical support specialist (tss) checked the communication between the care fusion coordination engine (cce) and the server and reviewed health sight viewer (hsv) for any error messages. The external messaging service on the application server was restarted, and utility packages were deployed through the cce interface. The local date and time were compared with the server time, and bd services were restarted to ensure orders were crossing over properly. The customer later confirmed that the patient had been discharged and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.